Manufacturer narrative:
Medical devices: item# 650-1056 cer bioloxd option hd 32mm lot# 408180; item# 11-104050 m/h sld/apx hle rnglc shl 50mm lot# 983780; item# ep-105933 epoly 32mm rlc lnr mrom sz23 lot# 527500. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07332; 0001825034 - 2018 - 07341; 0001825034 - 2018 - 07349.

Event description:
It was reported a patient underwent r tha approximately 7 years ago. Patient underwent an I&d approximately 1 months post implantation due to infection. Subsequently, patient underwent revision due to ongoing infection: attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown taper adaptor lot# unknown. Reported event was confirmed by review of op notes which indicated I&d due to drainage from wound. Findings indicated: large hematoma, dehiscence of facial repair, serosanguinous drainage. Roentgenographs reveal satisfactory position and alignment of components. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional md report was filed for this event, please see associated report: 0001825034 - 2018 - 09707.